Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was generating heat, was cosmetically worn, the pin was loose on the outer cover, the device was corroded and rusting, and the outer cover became damaged when removing the pin, and housing could not be taken apart due to corrosion. It was further determined that the device failed pretest for visual assessment, and max temperature of attachment. Therefore, the reported condition of an undetermined malfunction was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. (B)(4).

Event description:
It was reported that the attachment device had an undetermined malfunction. During service and evaluation it was observed that the device failed pretest for max temperature assessment (heat). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.